Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade iii, post-operatively. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the capsular contracture that the patient experienced was a baker grade IV. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (right) 425cc mentor memorygel breast implant catalog: 3504254bc lot: 7576369 sn: (B)(4) and (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9430640 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 19, 2020, the mentor failure analysis lab has received the device for evaluation. On june 25, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of lot 7660390 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).